Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, x95z96, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure that on the gastric pouch creation two blue reloads were fired. On the third firing on the gastric pouch with a blue reload there were multiple malformed staples. One side was formed to the b shape but the other was in goalpost form resulting in bleeding on the staple line. Surgeon over sewed the entire staple line and applied fibrin sealant. No buttress was used during the procedure. Same device was used to complete the procedure without further issues. There were no adverse consequences reported.